Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of over 540 mg/dl with high ketones. Reportedly, there were air bubbles in the tubing that were primed out. Additionally, it was reported that hormone changes may have contributed to bg. Customer addressed bg with 5 units from a "flex pen".